Event description:
The pt was brought to the cath lab for an intervention on his coronary artery. During p.t. C.a. Of the l.a.d., the balloon ruptured. The pt experienced chest pain, ECG changes and hypotension during the event. It is unknown whether the symptoms were from the ptca or the balloon rupture. The procedure was stopped at this time and the pt was given fluid and pain medication and was watched carefully until the symptoms "resided."